Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the false set detection. The evaluation determined the cause was a failed lower latch switch on the lower auxiliary assembly. The lower auxiliary assembly was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed to unload a set when no set was loaded. There was no patient involvement.